Event description:
A patient had a post-operative infection and the surgeon believes that the implant caused the infection. As received, the returned implants were discolored. An explant surgery was required to remove the implant. The initial implant date is unknown. A dimensional analysis was performed and the connectors were re-inspected. The material certificates from the vendors were re-inspected and they all conformed to specifications. The returned implants had already been autoclaved so the surface could not be checked for bacteria. An exact cause of the infection cannot be determined. A stainless steel implant will discolor over time due to being in contact with human tissue and blood. As stated in the product labeling, "general or uniform corrosion is present on all implanted metals and alloys." It is highly unlikely that this discoloration caused the patient infection but a patient can develop a sensitivity or allergy after the implants have been in the body for a period of time. No further action can be taken at this time.